Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx laa closure device was implanted. A transesophageal echocardiogram (tee) at the completion of the procedure revealed no pericardial effusion. Five hours post procedure, a pericardial effusion was confirmed by tee. The following day no increase in pericardial fluid was noted via tee. It was suspected that the pericardial fluid was due to myocarditis. The patient was administered colchicine and follow-up will be conducted.